Manufacturer narrative:
The device is planned to be returned to olympus medical systems india private limited (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
During the preparation for use, an olympus field service engineer checked the device and found that the monitor screen went black after a while. Reportedly, the device rebooted by itself and the screen could not be seen. There was no report of patient injury associated with the event.